Event description:
The homecare provider reported the following: (1) four people, including a pt who was receiving supplemental oxygen from a c550, were smoking and traveling in a moving vehicle when it caught on fire. (2) all but the pt were able to jump out. (3) the pt was trapped in the vehicle. (4) the pt was pulled from the burning vehicle but later expired at the hosp. (5) the c550 is burned beyond recognition. (6) the occupants in the car tested positive for "crack" and cocaine. (7) the c550 did not allegedly malfunction.